Manufacturer narrative:
Evaluation summary: surgical notes were provided from the primary and revision surgery. No complications were noted in the primary notes. The components were noted as well-fixed. It was noted in the revision notes that there was an incomplete repair of the posterior capsule. This deficiency may have been a source of the instability. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. During the revision, it was noted that the replacement shell was positioned more horizontal and with less anteversion; which may indicate that the surgeon felt the revised shell was not in an ideal orientation for the patient. Taking the above information into consideration, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to instability.